Event description:
A healthcare facility reported that a patient experienced toxic anterior segment syndrome (tass) reported as recovered/resolved with sequelae. In (B)(6) 2013 the patient underwent enucleation of the eyeball. These events caused or prolonged hospitalization (dates unknown). The patient underwent uneventful cataract surgery with phacoemulsification on (B)(6) 2010 during the afternoon shift.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).